Manufacturer narrative:
D4 lot number: 5678765. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Implant date: approximately 2014, a specific date was not available.

Event description:
According to the available information, the device started to ¿fail¿ after about five years. It seemed to have a leak. The device was replaced. There were multiple crack sites noted in the tubing, with some areas resulting in complete disconnection of the tubing.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted in the shorter exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the longer exhaust and inlet tube of the pump. These were not sites of leakage. The detachment end of the inlet tube showed surfaces to be rough and irregular. A separation within abrasion was noted on the exhaust tube of cylinder 1. This was a site of leakage. No functional abnormalities were noted with cylinder 2. Two separations were noted in the reservoir bladder due to material degradation. These were both sites of leakage. The detachment end of the inlet tube showed surfaces to be rough and irregular. Based on examination of the returned product, it was concluded that while in-vivo both the longer exhaust and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the shorter exhaust tube to separate the tube while in-vivo. In addition, the exhaust tube of cylinder 1 had abraded and resulted in a separation. Separations of these types could then allow the loss of fluid, making the device inoperable. Quality was unable to determine when the separation of the inlet tube near the reservoir strain relief (rough and irregular surfaces) may have occurred or if this was an additional site of failure while in-vivo. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Material degradation most likely occurred in the reservoir bladder after the loss of saline from the separation in the shorter exhaust tube of the pump. As the reported leakage was noted but revision surgery did not occur for approximately another two years, the reservoir most likely remained in flattened position and the material degradation progressed enough to cause the two separations noted. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted in 2014 and removed/replaced on (B)(6) 2021 due to failure after about five years and had remained in situ. The device seemed to have leak. Additional information received indicated that there were multiple crack sites noted in the tubing, some areas complete disconnecting of the tubing was noted.